Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was inserted into the insertion sheath, it didn't click when it was fully inserted. When the doctor went to set the anchor, there was no click when he pulled it back. The doctor was concerned that the anchor was not set, so he pulled harder and broke the device. As a result, the device cap disconnected. At this point, the anchor was set; the doctor continued the deployment as usual from there. It was reported that the patient was fine and the procedure outcome was ok.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.